Manufacturer narrative:
Internal complaint reference: (B)(4). Doi: https://doi.org/10.1007/s00402-022-04351-2.

Event description:
On the literature review "early outcomes of a novel bicruciate-retaining knee system: a 2-year minimum retrospective cohort study", it was reported that one (1) patient experienced a iatrogenic medial tibial plateau fracture as intraoperative complication during a bicruciate retaining (bcr) total knee arthroplasty (tka) procedure using a journey ii xr system. The event resulted in orif (open reduction internal fixation) and subsequent removal of fixation hardware. Patient's outcome if unknown. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports, in a literature review, that one (1) patient experienced an iatrogenic medial tibial plateau fracture as intraoperative complication during a bicruciate retaining (bcr) total knee arthroplasty (tka) procedure using a journey ii xr system. The event resulted in orif (open reduction internal fixation) and subsequent removal of fixation hardware. No further information is available. Without clinical and patient specific information, a thorough medical investigation cannot be performed. The patient¿s outcome beyond that which was documented in the article cannot be confirmed nor concluded. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include patient bone quality and/or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.